Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an 8fr. Vip angio-seal device was used for closure on a left 6 mm common femoral artery (cfa) access/atriotomy with contralateral/right superficial femoral artery/percutaneous transluminal angioplasty (pta) therapy delivered due to peripheral vascular disease (pvd). No calcification at the arteriotomy. The close was deemed dry/soft, stable access site with no growing hematoma at the end of the procedure. The patient was discharged from the facility on the afternoon of (B)(6) 2018. The patient was re-admitted to the hospital later that evening with a hematoma on the left side of the patient; the hematoma wrapped around the left flank and down to the mid-thigh. Upon re-admittance, manual compression was applied and the hematoma was expressed. No additional therapy was delivered (no transfusion, or surgery). The patient was discharged mid-morning of (B)(6) 2018. Blood loss was reported to be less than 250cc. Hemostasis was originally achieved by the device and the patient was discharged. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional patient information. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided.